Event description:
The operator of a vitros 5,1 fs chemistry system observed two negatively biased proficiency sample results with vitros vanc reagent. The laboratory reported patient results the day of the event. There was no allegation of incorrect patient results or patient harm as a result of this event. The event occurred in 2008, and was reported to ocd in 2009. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The customer states that only two of the five proficiency fluids tested by the customer failed the proficiency limits. All other assays tested that day with those fluids passed the limits. The customer was unwilling to provide quality control or calibration data for the day of the event. The customer stated that quality controls were "acceptable". The customer ran assay precision testing which passed acceptance limits. This testing was performed 3 months after the event because of a delay in reporting the event to ocd by the customer. Results for the proficiency testing may take up to 90 days to reach the customer. Because of the delay in reporting this event, ocd was unable to obtain any data logger files to assist in determination of root cause. The laboratory report does indicate that metering code errors occurred with some of the assays for the sample involved in this event. No root cause could be determined for this event.